Event description:
It was reported that the device was showing "keypad stuck" message upon booting up. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint of keypad stuck message upon booting up. Problem was not related to a previous service of device. Device was in good condition. Visual and functional testing was performed. Problem was replicated. Cause of problem was faulty keypad. The keypad was replaced and issue was resolved.